Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 6.2 failed/jammed. A field service engineer utilized the rss system to access the drawer and clear a jam from the cubie. The customer was then logged in to retrieve the drawer and verify their ability to access the cubie. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 6.2 of the medes station is currently stuck. The customer experienced a delay of 10 minutes during the delivery of the medication by the pharmacy. There were no adverse events or injuries reported based on this event.